Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00228. Results: the returned jet7 was kinked approximately 56.0 cm from the hub. The device was stretched approximately 111.0 cm ¿ 116.0 cm from the hub. The device was fractured at approximately 116.0 cm from the hub. The distal portion of the fractured jet7 had kinks and ovalizations along its length. The total length of the jet7 was measured 138.0 cm. Conclusions: evaluation of the returned jet7 confirmed the fracture and revealed stretching proximal to the fracture. These damages typically occur due to retraction of the jet7 against resistance. The non-penumbra sheath used in the procedure was returned for evaluation and a kink was observed on the distal shaft of the sheath. This kink likely contributed to the jet7 becoming pinned within the sheath and contributed to the resistance during retracting the jet7 from the sheath. During functional testing, resistance was experienced during advancing and retracting a demonstration jet7 within the non-penumbra sheath due to the kink. Further investigation revealed that the distal shaft of the fractured jet7 had kinks and ovalizations. These damages were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7) and non-penumbra sheath. During the procedure, the physician advanced the jet7 through the sheath in the target vessel, used the jet7 to aspirate the clot, and then retracted the jet7 to complete the first pass. While retracting, the physician experienced resistance approximately half-way out, and the jet7 broke at its distal end; subsequently, the physician used the penumbra engine (engine) with its aspiration tubing (at) to aspirate the distal end of the jet7 out of the sheath. It was noted that the engine was only used to retrieve the broken jet7; therefore, the engine was not used for the remainder of the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), the same sheath, and a syringe for manual aspiration. There was no report of an adverse effect to the patient.